Event description:
The patient reported having very bad diarrhea. The patient wonders if it could be caused by a medication she was taking. Event date was on (B)(6) 2016. Additional information reported about 2 weeks later that they had great steps to resolve the diarrhea. The patient indicated they told her what steps to take, consulted with physician and help with machine. The patient's indicators were for fecal incontinence and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.